Manufacturer narrative:
Concomitant products: product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3095-10, serial # (B)(4), implanted: (B)(6) 2004, product type extension; product ID 3889-28, lot # j0437123v, implanted: (B)(6) 2004, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported that the patient wasn¿t sure if they were feeling stimulation because they had their pain stimulator going. The interstim device was on the patient¿s left side and the pain stimulator was on their right side. Before the patient couldn¿t go at all and now it was like they had the urgency to go and couldn¿t make it to the bathroom, and only went like an ounce and was dribbling. This started 6 or 7 days ago and it started waking the patient up and they had never been woken up before like this. The patient had been having trouble and was up every hour at night and peed like an ounce or something. The symptoms had a sudden onset and there was no known accident or incident related to the event. The patient¿s health care provider (hcp) said they could get the patient into the office in 6 days if needed. The nurse at the hcp¿s office told the patient to check their patient programmer. The patient was not being able to make adjustment both with or without the antenna attached to the patient programmer. The patient changed the batteries in the programmer and when they tried to connect with their device it showed the poor communication. The patient didn¿t know the last time their device was checked. The patient programmer had no telemetry. It was later reported that the patient returned their replacement programmer and there was no known complaint against that programmer. The replacement programmer tested ok to specifications and the antenna jack was resoldered as a preventative measure. The programmer with no telemetry was not returned. No outcome or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.